Event description:
The hcp reported the patient was in for a pump refill and a volume discrepancy of 27% was noted. The estimated residual volume was 2.8 cc and the actual was 7.0 cc. The patient was experiencing no return of symptoms. The hcp planned to refill the pump and monitor the situation. The patient is reported to be doing fine.